Manufacturer narrative:
Device is a combination product.   (B)(4). An f/g,promus element,mr,ous 3.50x20mm stent delivery catheter (sdc) was returned for analysis without a stent. Stent not returned. Stent separated from sdc. The balloon was reviewed. There was no stent on the balloon. The balloon folds were open and relaxed; it appeared that the balloon had been subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 01-dec-2017. It was reported that crossing difficulties were encountered. The tight target lesion with an acute bend was located in the right coronary artery. Following pre-dilation, a 3.50x20mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent detached/separated.